Manufacturer narrative:
This information was not provided during initial report. Completed questionnaire received did not provide this information. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Prodisc implant was placed into the pt in another country at l4-l5. Reportedly, the pt was in pain and the surgeon has chosen to remove the implants.